Manufacturer narrative:
The lot was manufactured from may 28, 2019 - may 29, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added :the device was received for evaluation. During visual inspection, the spike cover was observed removed and spike port membrane was not broken through enough to secure a spike from dislodging. Functional testing was done which revealed only small drops from the partially spiked spike port. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag became dislodged from the spike of the administration set at the end of an infusion; this was further described as ¿after the tpn infusion was complete, spike was dislodged from aads bag while removing tubing set from pump.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.